Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient was unable to set the ipg into MRI mode. Impedance check revealed high impedance on one of the leads. Additionally, patient experienced discomfort at the ipg site. As such, surgical intervention took place wherein the entire system was explanted to address the issues.